Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with perforation of the right ventricular lead. The lead was observed to be outside of myocardium on chest x-ray. The lead was explanted and replaced. The were no adverse patient consequences.